Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept saying calibrate now and it was snoozing every five minutes. The customer went to the doctor the day before and the doctor programmed the sensor. Customer's blood glucose level was 451 mg/dl. The device was not returned.